Event description:
Additional information: the right ventricular lead also had intermittent capture.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic for follow-up. The right ventricular lead had high capture thresholds. The physician explanted and replaced the lead. The patient was in stable condition throughout.